Event description:
On (B)(6) 2009 pt reported that 3-4 months ago, he had 3 units of insulin that leaked from the insulin cartridge. He stated he dried it out as best he could using a tissue. Pt reported he also had 3 - 4 e10 (cartridge errors). He stated he thought that the two may have been related. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product for evaluation.